Event description:
Spontaneous: per patient's home health nurse. Reported current pump is a problem and keeps going into "alarm", requesting a new pump, not reported if pt missed doses or experienced any adverse events. Pump's lot and expiration information was not provided. Unknown if malfunctioning pump is available for return. No other information or dates are known or were reported. Reported to (B)(6) by health professional.